Event description:
It was reported that when using the bd pyxis¿ medbank tower, the pharmacy (rx) verify request was not seen. The customer reported that when requesting a medication at the cabinet, the pharmacy did not see the request on their end. Upon checking the pharmacy database, no new requests were found. Reviewing the facility database revealed that the transaction times were incorrect, as the cabinet time was set about 12 hours ahead, effectively showing the next day. The customer reported that the issue occurred when the user was trying to issue medications to a patient. There were no delay, no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-nov-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the pharmacy (rx) verify request was not seen. A technical support specialist identified that rxverify requests were not showing correctly due to incorrect cabinet time settings. Fse found that the cabinet time had around 12 hours forward, so the cabinet time and date was the next day. The pharmacy was assisted in locating the requests, allowing nurses to successfully pull the medications needed. The cabinet time was corrected to prevent recurrence of the issue. The system functioned as intended after the technical support specialist troubleshot the device.